Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. The customer received a sensor reading of 68 mg/dl and blood glucose was actually 270 mg/dl. During troubleshooting, customer's blood glucose was 200 mg/dl while the sensor gave a reading of 86 mg/dl. Calibration techniques were discussed. Customer was advised the sensor would be replaced and declined to return the product for analysis.